Event description:
The reporter stated that the surgeon was inserting a competitor's lens with the msi-injector and the lens tore. The lens was removed and replaced with another model lens. The incision was not enlarged & no suture required. No pt injury. Pt's current prognosis is good.